Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified brachial artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 30 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.